Event description:
A 26mm diameter x 15 mm diameter x 13.5cm length aneurx bifurcated stent graft was intended for implant to treat an abdominal aortic aneurysm in 2001. The patient's iliac vessels measured 7-8mm and there was some calcification and moderate tortuosity. It is reported that the physician had built up a lot of torque on the catheter, as well as runner overlap from turning the device 360 degrees several times while moving the device up into position. When the physician attempted to deploy the stent graft, the black ring snapped and the sheath broke. Another device of the same size was used to successfully complete the procedure. It is reported that the patient is fine and no additional clinical sequelae were reported. Receipt of the device for returned goods investigation is pending.